Manufacturer narrative:
Patient information is unknown. Additional product code: hwc. UDI: ((B)(4). Device broke during insertion; device was not implanted/explanted. Phone number: (B)(6). (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on an unknown date. During the procedure, the surgeon attempted to complete an ablation of an unknown plate. Two (2) screw heads with a reported diameter of 2.7mm broke requiring the drilling of bone in order to extract the screw threads/fragments. The procedure was completed; however, the issue resulted in a less than desirable support/fixation for the patient (said to be moderate). Also, the patient was unable to participate in sports activities for a duration of at least three (3) weeks. No additional information is available. All broken off fragments were removed and there was a reported 30 minute surgical delay. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected data: follow up report 1 was initially submitted with incorrect follow up number 2 on july 05, 2016. On december 19, 2019, it was requested that a follow up report with number 1 be submitted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: manufacturing investigation evaluation: a broken screw head and separate shaft were received in a bag labelled with this complaint number. The lot number of the subject screw (part: 02.211.020) is unknown. Therefore, a review of the device history records could not be performed. A microscopic examination of the screw fragments revealed signs of damage, which is likely linked to an overload or overtorque during use of the screw. There were signs that a screwdriver "came out" of drive, as the colored sputter coating was damaged and torn. The head was broken off of the screw shaft in an oblique manner, which is consistent with attempted off-axis insertion. This breakage pattern is remarkable since it indicates bending loading in addition to torsion. Since the weakest pure torsional section is transverse to screw head and shaft axis, the oblique breakage pattern indicates some bending overload in addition to torsion. A drive depth gage was used to evaluate drive depth on the broken screw head. This gage measured a depth of 1.43mm, which is within the 1.30/1.50mm specification for this screw fragment. A comparator was then used in conjunction with transparency to evaluate the head profile of the broken screw head. Although difficult to evaluate due to the broken screw head, the fragment head size appeared to be correct in the distance from top of head to the underside of the neck feature. Additionally, the shaft portion of the broken screw measured approximately 2.09, which is within the 2.00/2.20mm specification for the neck feature. The subject screw fragments evaluated were manufactured correctly for all features relevant to head strength. No manufacturing related issue was identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary (conclusion statement): unfortunately, an exact root cause cannot be determined as no detailed clinical information is available. Based on the investigation results, it is most likely that a mechanical overload situation during use led to the complained issue. The complaint relevant dimensions were checked as far as possible and found to be within specifications. The cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. *note: event problem and evaluation codes from previous medwatch are still accurate and applicable. No new codes are needed based upon the above conclusive statement. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.